Event description:
It was reported from (B)(6) that during pre-surgery, it was observed that the swivel seal of the motor device was leaking oil. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliably engineering evaluated the device and observed that the swivel assembly was leaking oil. Therefore, the reported condition was confirmed. It was determined that his was due to a worn out component inside the swivel. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.